Event description:
It was reported the device caused the attached pump to give "cassette not attached properly- reattach cassette" alarm. No patient was involved.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The examination of the device showed tamper seal was missing and lcd scratches. The device was given functional testing and the reported issue could be duplicated. The device gave "cassette not attached properly" alarm with a disposable attached. The issue was determined caused by a problem with the downstream occlusion sensor/cassette detector. The cause of component issue was not established.